Event description:
There was an allegation of a questionable false positive online dat benzodiazepines ii result from the cobas pro ssu. The patient had an initial positive result. The repeat result by lc/ms was negative for benzodiazepines including so-7-aminoclonazepam, so-7-aminoflunitrazepam, so-alpha hydroxyalprazolam, so-lorazepam, so-nordiazepam, so-oxazepam, and so-temazepam. This result that was deemed to be correct. The results were not released outside of the laboratory. The sample was repeated as the customer has had other initially positive drug screenings that were repeated and found to be negative.

Manufacturer narrative:
The cobas pro ssu serial number is (B)(6). A field service engineer (fse) performed a system check, sample probe adjustments, checked the sonic wash station, rinse level adjustments were checked, and reagent probe alignments. All checks and a precision run were within specifications. All controls are acceptable to the customer, and the system is performing according to specifications. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d10 concomitant medical products and therapy dates (excludes treatment of event) was updated. The field service engineer stated that the patient specimen was recollected and tested negative for all drugs. The patient had a cesarean section. The investigation was unable to determine a direct root cause.